Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the device froze on the guide wire. While the 3.00x28mm promus element stent was being advanced over the non bsc guide wire it became stuck on the wire. The physician was unable to move the device forwards or backwards on the wire. The physician was able to successfully remove everything as a system. The procedure was completed with a different guide wire and another of the same device. No patient complications were reported with the patient's current condition listed as 'stable'.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). The sc60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the cartridge reload was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, four reloads were used before the incident happened. For the fifth firing, a white reload was fitted into the device and was clamped onto the right pulmonary vein (specific lobe of the right lung was not specified). After advancing the firing trigger four times to complete the stroke, the stapler was attempted to be open. However it was firmly clamped onto the vessel. The stroke indicator reflected "0" indicating that the four strokes were completed. After several attempts to open the stapler, the surgeon used a different device to transect proximal to the staple line. The v was successfully transected without any further complications. For the remainder of the procedure, a new device was used to complete the procedure. There were no adverse consequences for the patient.